Event description:
Caller reported that the pump battery would not charge, and despite using a tandem charging cable and plugging the device into a wall outlet, the issue persisted. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to attempt using a different wall outlet, but since the charging connection remained unstable, a replacement tandem cable and wall adapter were to be sent. Meanwhile, the customer was advised to use a backup therapy if the pump battery depleted before the new charging supplies arrived.